Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Correction supplemental submitted as the previous supplemental noted an incorrect aware date of 2017-06-20. The correct date is 2017-07-06. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: explanted: (B)(6) 2017 product type extension product ID 3708660 lot# serial# (B)(4) explanted: (B)(6) 2017 product type extension product ID 3389-28 lot# va1926m explanted: (B)(6) 2017 product type lead product ID 3389-28 lot# va17jfj explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was an infection at the implantable neurostimulator (ins) site. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as possibly related to the device/therapy and not related to the implant procedure. The actions/interventions taken to resolve the issue included administering antibiotics on (B)(6) 2017, and explanting the entire system without replacement on (B)(6) 2017; the event resulted in an urgent care visit and an in-patient hospitalization. The seriousness was noted as resulting in a life-threatening illness or injury, requiring an in-patient hospitalization, and requiring medical/surgical intervention to prevent a life threatening illness/injury or permanent impairment to a body structure or body function. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3708660; lot# / serial# (B)(4) explanted: (B)(6) 2017. Product type: extension; product ID 3708660; lot# / serial# (B)(4); explanted: (B)(6) 2017. Product type :extension, product ID 3389-28; lot# va1926m; explanted: (B)(6) 2017. Product type: lead; product ID 3389-28; lot# va17jfj; explanted: (B)(6) 2017. Product type: lead. Evaluation coding updated per recent FDA coding changes. Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The date of examination which revealed infection was updated to (B)(6) 2017. The ins and extensions were explanted without immediate replacement on this date and antibiotics were administered the following day. The system was replaced (B)(6) 2017 and the event was considered resolved(B)(6) 2017.